Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional thoracic endovascular aneurysm repair (tevar) procedure via a 6f sheath. Reportedly, at the time of deployment, the suture broke. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 10f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. An additional proglide device was also used during the procedure; it was confirmed there were no issues with this device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.